Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported the patient presented with a "cold left foot and associated left foot pain" the patient was involved in a long complicated hospital stay with a significant medication regimen, per reporting facility. The device being reported was placed into the patient for incontinence of stool on (B)(6) 2014. The nurse performed a balloon check and discovered the inflation balloon had been overinflated to 170 ml. The patient had bright red blood and clots expelled from rectum. On (B)(6) 2014 a sigmoidoscopy was performed and the patient was diagnosed at that time with a necrotic rectal ulcer along with multiple superficial ulcers and colitis up to 40cm from anal verge. There were no medical or surgical interventions performed to treat the bleeding and ulcerations. On (B)(6) 2014 the patient was intubated for respiratory failure. On (B)(6) 2014 the patients family requested palliative care and on (B)(6) 2014 the patient was extubated and approximately 2 hours later the patient passed away from hypoxic respiratory failure secondary to aspiration pneumonia.